Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, postoperatively, a proximal type I endoleak from the trunk - ipsilateral leg endoprosthesis and a distal type I endoleak from the contralateral leg endoprosthesis in the right common iliac artery. On (B)(6) 2024, reintervention was performed. To repair the distal type I endoleak, the right internal iliac artery was coil embolized, and an additional contralateral leg endoprosthesis was implanted to extend to the external iliac artery. For the proximal type I endoleak, gore® excluder® conformable aaa endoprosthesis (aortic extender endoprosthesis) was to be additionally implanted. After the first aortic extender endoprosthesis was intentionally implanted with approximately half coverage of the left renal artery intentionally, the second aortic extender endoprosthesis was intentionally deployed from a position fully cover the left renal artery. The procedure was completed after confirming that there was no endoleak. The patient tolerated the procedure. The physician reportedly stated the following: both the proximal type I endoleak and the distal type I endoleak are considered to be caused by vessel dilatation during the postoperative period. As the patient is currently undergoing dialysis, there should be no issue with closing the renal artery. The right renal artery was left because the patient was a state of producing his own urine.